Event description:
In 2005, nellcor puritan bennett received a report where it was claimed that the inner cannula of a 6fen tracheostomy tube protruded past the outer cannula. The customer also reported that the tube appeared to be thicker than usual. It was claimed that the pt suffered some discomfort and minor bleeding during replacement of the tube.